Manufacturer narrative:
Additional information was requested related to how the fracture had ossified, whether the fracture line/bones had remained in place, how the screws were positioned, and was there any x-rays available of the case. No further information was received, and therefore there is not enough information for concluding that the adverse event would have been caused or contributed by the inion device or by the operation technique. Final release documentation of the respective batch was reviewed and the material, dimensional, and mechanical properties of the batch were within the specification. Additionally, inion has not received other complaints related to this batch, or similar complaints for the inion freedomscrew device.

Event description:
The patient had a fracture of the right radial head and underwent internal fixation with fracture osteotomy and reduction. In the surgery two inion 2.7 x 40 mm freedomscrews were used to fix the bone block. The patient was rechecked 3 months after the operation for limitation of flexion and extension of the right finger and right elbow joint, which was suspected to be caused by the use of absorbable screws during the operation. Initial treatment for the patient´s limited mobility was active rehabilitation and functional exercise.